Manufacturer narrative:
Corrective and preventative actions have been opened by the manufacturer to address the water ingress identified upon investigation.

Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device service message and smoke coming out of unit while in use and there was a burning plastic odor. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for evaluation. External and internal inspection of the device and observed the following: light brown piece of unknown contamination on the seal of the water tank. The back of the display had potential black and brown burn marks on it and the ribbon cable had a potential black burn mark on it along with a white residue resembling potential mineral deposits. Q3 (phase b) and q4 (phase c) of the motor circuitry, on the pca (printed circuit assembly), were blown apart along with surrounding components. U4 and c50 area of the pca had a white residue on it resembling potential mineral deposits. Tiny unknown white and black specs of contamination and potential tiny black hairs were at the air input of the blower box. There was slight black contamination, consistent with keratin, at the air outlet of the blower box, consistent. The contamination found at the air inlet and air outlet were most likely external to the device. The potential mineral deposits on the pca, signal moisture was inside of the device that was most likely caused by condensation. Pil observed one main potential issue: potential moisture getting into the device where the pca is located and is believed to be the primary cause of the customer complaint.